Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor and blood glucose values. The customer reported hyperglycemia and was treated intravenous in hospital. Customer was also felt tired/weak at the time of event. The event involved product mmt-7040d1. Troubleshooting was performed. Customer reported blood glucose value at the time of event was 400 mg/dl and sensor glucose value was 140 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer had been using the auto mode/smartguard feature at time of reported event. Customer declined to continue with troubleshooting. No further patient complication was reported. No product return is required for mmt-7040d1.